Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section d6b, if explanted, give date: unknown/not provided. Section e1, telephone number: unknown/not provided. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. During the implantation procedure, the iol got stuck in the injector and the haptic broke. They reported that the instructions for use were followed but the cartridge was defective. The doctor fixed the iol in the patient¿s eye but it seems that it¿s becoming off centered therefore a second intervention will be necessary. An explant is planned but has not occurred. The patient¿s outcome was described as temporary deterioration. Pre operative vision is 20/20 and post operative vision is 20/25. No further information was provided.